Event description:
A report was received from health canada's canada vigilance program which states, "writer was preparing for oxytocin induction. See pt's chart for rn notes. Pt had fhr decel to 60bpm and called for code pink." Bd received additional information. It was reported that the event occurred on 07 august 2024 at 0630. Although requested, the details of the event have not been provided to bd. Per customer, the devices were not sequestered therefore no samples can be sent to bd for investigation.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.